Event description:
This is a report of a homechoice patient (hp) who stated she had been getting various alarms. Hp also stated she had recently been in hospital for peritonitis and uses heparin for fibrin. Baxter contacted the peritoneal dialysis nurse who stated the records for this patient were not available, and she could not give specifics on the peritonitis but she did remember that the peritonitis was fungal and was caused by a bowel problem. The patient had diverticulitis and was having difficulty with that when the peritonitis occurred. No further information is available.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested.